Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-14911. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported a right side capsular contracture baker grade unknown. Healthcare professional later reported right side exchange with no complaint against the device. Later healthcare professional reported "capsular contracture, baker grade iii". Device remains implanted.